Manufacturer narrative:
(B)(4): information was not provided by contact. Information unavailable. The device was not returned.

Event description:
A esophageal dilatation was reported for a patient enrolled in (B)(6). In (B)(6) 2010, the patient had food intolerance and oesophageal dilation. The weight loss was not satisfying. The band was removed. Additional follow up is being conducted. If additional details become available, a 3500 a supplemental will be sent.